Event description:
Let me recap this as best as I can first lead biotronik implanted ~2011, fractured, capped 3 months ago. Second ICD (implantable cardioverter defibrillator) vdd (single atrial lead) biotronik lead implanted 3 months ago, fractured, extracted "(B)(6)." Reimplanted with (B)(6) lead (sn in the mpxr) on "(B)(6)," fractured, explanted on "*(B)(6)." Reimplanted with an abbott lead on (B)(6). So far no news from this lead. Reference report: mw5146714. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).